Event description:
It was reported that the patient had the "recalled bad lead replaced." No additional information was available from the clinic. The lead was capped and replaced approximately two and a half months ago. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had the "recalled bad lead replaced." No additional information was available from the clinic. The lead was capped and replaced approximately two and a half months ago. It was further reported that the lead was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. However, the defibrillator conductor and several conductors were distorted. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The outer tubing was kinked/buckled. The exposed defibrillator coil had a white substance. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.